Event description:
It was reported that during an embolization treatment procedure, the coil was protruding from the catheter's tip during removal. The target lesion was located in the mesenteric artery. An unspecified microcatheter was placed and an unknown size 018 interlocking detachable coil (idc) was advanced out the distal end of the catheter. The physician decided to reposition the coil; however, he did not retract the coil entirely into the catheter. Upon removing the catheter, the coil was noted to be protruding from the distal end and ultimately deployed outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).